Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2015-dec-17, information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that sometimes the patient¿s stimulation didn't seem to help as well; there was a loss of therapy. The patient had checked the stimulator with the patient programmer which showed that stimulation was on. The patient had the ability to increase/decrease stimulation but this did not resolve the event. It was noted that the patient did not have adaptive stim. Other groups were available but the patient did not know she had these groups. The patient was to discuss this with a manufacturer representative (rep) at her next appointment and to follow-up with her health care provider. It was noted that the patient contacted a rep who told her that he would call her to schedule an appointment when he returned from vacation. The issue occurred during use since implant. The patient noted that she had been in contact with two reps but she couldn't remember when she first saw them for the issue of stimulation not working as well. The patient was last seen about two weeks prior to (B)(6) 2015 by one of the reps. On 2016-jan-06, additional information was received from the rep indicating that they spoke with the patient and they were trying to set up an appointment to meet in the physician's office. The patient stated that they increased the amplitude and it was helping more but was concerned over how high they should turn it up. The rep explained to the patient the range of the device and they seemed more comfortable increasing it after their discussion. The rep was still hoping to see the patient the week following the report. On 2020-june-29, additional information was received from the patient reporting that the patient¿s stimulator ¿didn't help them¿. They stated that the patient¿s ins ¿must have shifted when it healed¿ as they stated that it was ¿not hitting the right area¿. They stated that this started a couple of years ago. The patient stated that they had it ¿recalculated¿ due to this. Patient services asked and the patient confirmed that they had not had any traumas or falls. No further complications were reported/anticipated.